Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and missing segments and a partial display due to a cracked connector.

Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 241 mg/dl. Customer stated that he had been working out when this alarm occurred. Nothing further was reported.